Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited failure to capture with increased capture threshold and decreased pacing impedance. Inadequate fixation and improper positioning of the rvlp were suspected. The rvlp was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of device dislodgement was not confirmed, and the reported events of failure to capture and low impedance were unconfirmed due to lack of telemetry. The returned device was unable to establish telemetry. Device was deactivated during explant procedure. Visual inspection and specification measurement of the helix were normal, but longevity assessment of the device was unable to be performed due to unavailability of supporting data. No other anomalies were found.

Manufacturer narrative:
Correction: h11 - provide narrative/data in 2017865-2025-97723 submitted on 13 oct 2025 should have included the following statement: "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."